Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant exchange . Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number: a breast gel device is observed white biological tissue. Opening (anterior side). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture and "textured implant exchange" against a right side device. Device has been explanted.